Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, sleep current measurement and self test. No unexpected alarms noted during testing. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 458 mg/dl. Customer did not report any symptoms related to high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.